Manufacturer narrative:
The ma85 mattress was returned and an evaluation is being done but not yet completed. A replacement ma85 mattress was sent out. The end user alleges they developed pressure sores after the mattress malfunctioned, and they are now receiving wound care once every two weeks. The allegation that the ma85 caused/contributed to the end user developing pressure ulcers cannot be verified. Pressure ulcers are injuries to skin and underlying tissue resulting from pressure on the skin when resting in a position for an extended period and can occur regardless of the resting surface being used. Development of pressure ulcers is multifactorial. While the ma85 is designed to provide changes in the distribution of body pressure, the alleged malfunction of the device is only one of many contributing factors to the patient developing pressure ulcers. In addition to pressure, primary causes include friction and shear. Individual risk factors play a key role in increasing the end user¿s susceptibility to pressure sores, examples include but are not limited to end-user size, weight, immobility, lack of sensory perception, incontinence, medical conditions affecting blood flow, poor nutrition and poor hydration. The management, treatment, and prevention of pressure ulcers should be individualized and depends on the end user¿s medical history, risk factors and physical status. In all cases, care is pivotal in pressure ulcer prevention. Education, clinical judgment and action based planning based on vulnerability are fundamental factors in the prevention and treatment. It is very important for the end user to reposition themselves, or to be repositioned, on a regular basis. It is the standard of care that the end user¿s condition should be monitored frequently and the care plan should be reviewed regularly by caregivers adjusting for changes in the end user¿s condition and environmental factors. Should additional information become available, a supplemental record will be filed.

Event description:
A home health care nurse called and stated that a patient was using an ma85 tss mattress, and the power unit allegedly got hot, had smoke coming from it, smelled like plastic burning and then stopped alternating. Allegedly the patient developed pressure sores as a result.